Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2012 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6)2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abdominal pain, partial mesh removal and additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient code (1994) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6), 2012 through (B)(6), 2015 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. ¿ medical records from (B)(6), 2012 through (B)(6), 2015 were not provided. Patient information: medical history: ¿ overweight: ? (B)(6) 2012: 188.5 lbs., bmi 26.2 ? (B)(6) 2015: 204 lbs., bmi 28.6 ¿ gastroesophageal reflux disease [gerd] ¿ chronic gastritis ¿ hypertension ¿ hyperlipidemia ¿ clostridium difficile colitis, not responding to medical management surgical procedures: ¿ unknown date: appendectomy ¿ 2010: cholecystectomy ¿ (B)(6) 2012: exploratory laparoscopy. Laparoscopic lysis of adhesions with reduction of transverse colon from hernia defect. Laparoscopic ventral hernia repair with placement of 18 x 24 cm gore dual mesh plus prosthetic. Placement of bilateral on-q pain catheters. Implant: gore® dualmesh® plus biomaterial. ¿ (B)(6) 2015: diagnostic laparoscopy, open total abdominal colectomy with end ileostomy, lysis of adhesions greater than 30 minutes ¿ (B)(6) 2015: laparoscopic ileostomy takedown with low anterior ileocolostomy ¿ (B)(6) 2015: balloon dilation of esophageal stricture; biopsy for helicobacter pylori implant preoperative complaints: ¿ (B)(6) 2012: indications: ¿... History of a cholecystectomy. The patient subsequently had postoperative complication requiring re-exploration through an upper midline incision. The patient has developed incisional ventral hernia. The patient states he has had intermittent constipation and some obstructive signs and symptoms. Given these findings, we have discussed with the patient proceeding with laparoscopic exploration and possible ventral hernia repair and laparoscopic versus open fashion.¿ implant procedure: exploratory laparoscopy. Laparoscopic lysis of adhesions with reduction of transverse colon from hernia defect. Laparoscopic ventral hernia repair with placement of 18 x 24 cm gore dual mesh plus prosthetic. Placement of bilateral on-q pain catheters. [Implant: gore® dualmesh® plus biomaterial 1dlmcp06/10090807, 18cm x 24cm x 1mm thick] implant date: (B)(6), 2012 [hospitalization dates (B)(6), 2012] ¿ wound classification: not provided. ¿ description of hernia being treated: ¿next, incision was made just below the previous incision. This was carried down to the level of the fascia which was then opened with a 15 blade. The peritoneum was grasped and entered sharply and we carefully dissected down through these tissues. We were able to enter carefully and swept for the very few adhesions right around the level of the trocar. At this point, the hasson trocar was introduced and secured using 2 figure-of-eight sutures. With this, insufflation was accomplished and next the camera was inserted. We identified safe point for placement of additional 5-mm trocars in the left lower abdomen and left upper abdomen. These were placed under direct visualization. Next, we proceeded with lysis of adhesions. The harmonic scalpel, as well as laparoscopic scissors, were used to take down adhesions to the anterior abdominal wall and then hernia defect itself. With the continuation of our dissection, we identified the transverse colon which appeared to be part of much of the defect. This was carefully taken down and ultimately we were able to lyse all adhesions from the anterior abdominal wall, including some small bowel adhesions laterally. A portion of the falciform was taken down as well to allow for adequate mesh placement. At this point, we assessed the defect size.¿ ¿ implant size and fixation: ¿we ascertained that an 18 x 24 mesh would provide excellent coverage of this defect with excellent overlap. Given this, a piece of gore dual mesh was brought onto the field and trimmed on the corners. Next, 4 gore-tex sutures were places on the corners of the mesh. It was soaked and then carefully rolled and placed into the abdomen. It was subsequently rolled laparoscopically and the 4 sutures were then carefully secured in the right upper, right lower, left upper and left lower quadrants without difficulty. Stab incisions were made on the anterior abdominal wall with an 11-blade and the suture passer device was used to complete this. All of the was performed under direct visualization with no injury. With these each placed, they were all pulled into position and carefully tied down. Next, the protracker [sic] device was used to tack the mesh into place, going from medial to lateral in a radial fashion. This accomplished excellent fixation of the mesh itself. An additional 5-mm trocar was placed in the right abdomen in order to secure the left most portion of the mesh. With this, the abdomen was irrigated and fluid was aspirated. The bowel appeared well. At this point, 2 on-q pain catheters were threaded along the right abdominal wall after stab incisions were made in the right lower and left lower quadrants. These were placed in a preperitoneal level and carried all the way up to below the rib cage. With this accomplished, they were attached to the on-q pain pump. The on-q catheters were secured to the skin using steri-strips and tegaderms after dermabond was applied at the skin insertion site. With this, the laparoscope was removed and the abdomen was allowed to collapse. The trocars were removed and the previously placed figure-of-eight sutures were secured. The skin was thoroughly irrigated and cleaned, and then 4-0 vicryl suture was used to close the skin defects.¿ ¿ (B)(6) 2012: progress note: ¿large trocar site slight erythematous, no drainage, no induration/fluctuance. Positive bowel sounds. Due the extensive lysis of adhesion noted, would take slow on advancing diet." ¿ (B)(6) 2012: discharge summary. ¿remained to do well with no fevers or chills and pain under control.¿ ¿advised to no engage in any strenuous activity or do any heavy lifting. Follow up instructions: general surgery clinic 2 weeks.¿ revision preoperative complaints: ¿ (B)(6) 2015: ¿presented to emergency department with 1-day history of severe abdominal pain . Rates 10/10. Improve 8/10 with intravenous narcotics. Never had anything like this before. Underwent further evaluation. CT scan essentially negative, no bowel obstruction, no free air, no free fluid. Did have previous ventral incisional hernia repair. This was intact. Other workup negative, no leukocytosis, no lactic acidosis. Consulted by emergency room physician secondary to abdominal pain.¿ ¿unremarkable except positive occasional chest pain, positive occasional dyspnea on exertion. Exam: unremarkable except abdomen: firm at areas of mesh which encompasses majority of upper abdomen, otherwise soft, small reducible umbilical hernia, questionable right inguinal hernia. Also noted on CT sigmoid diverticulitis, no sign of diverticulitis. Impression/plan: upper abdomen firm but likely due to his previous mesh. No sign of obstruction on CT. Plan to keep patient n.p.o. [Nothing by mouth] except for meds and clears. Continue serial abdominal exams.¿ revision procedure: laparoscopic lysis of adhesions, greater than 45 minutes. Revision date: (B)(6), 2015 ¿ wound classification: not provided. ¿ procedure: ¿inspection and palpation of the abdomen noted to be soft. Previous abdominal mesh was palpated. The patient was prepped and draped in normal sterile fashion. Sites of incision decided upon in the following areas, a 12 mm trocar in the left lower quadrant; a 5 mm trocar in the left upper quadrant, more towards the midline; and a 5 mm trocar in the left upper quadrant. After local anesthesia was obtained with 1% lidocaine, a total of 7 ml used for the entire case, a #15 blade was then used to make a 2 cm transverse incision in the left lower quadrant. Blunt dissection was carried out down to the fascia. Fascia was the grasped with a kocher clamp, brought up out of the wound, and incised with metzenbaum scissors. Peritoneum was then grasped with kelly clamp, brought up out of the wound, and incised with metzenbaum scissors. Entry into the peritoneal cavity was then confirmed with operator¿s finger. A 12 mm hasson cannula was then introduced into the peritoneal cavity. Pneumoperitoneum achieved with co2 insufflation, a total of 15 mmhg used for the entire case. The patient tolerated pneumoperitoneum well. Laparoscope was then introduced into the peritoneal cavity. Noted immediately were loops of small bowel adherent to the anterior abdominal wall, at the area of the patient¿s pain preoperatively. Also noted was the transverse colon and the omentum were adhered to the anterior abdominal wall at the area of previous mesh . Other trocars placed in previously states positions under direct vision. No active bleeding noted. Laparoscopic shears were then used to sharply dissect the adhesions on the anterior abdominal wall, clearing the small bowel from adhesions. Small bowel was then ran from the ligament of treitz to the terminal ileum. Other portions of intraloop adhesions were taken down sharply with laparoscopic shears. No other abnormalities noted of the small bowel. All of the small bowel was viable and nondilated. Attention was then turned to the omentum in the transverse colon. This was slowly and meticulously dissected free from the anterior abdominal wall with both laparoscopic shears as well as with the sonicision device. Hemostasis was checked and achieved. Colon was noted to be complete viable and nondilated. All adhesions were taken down. Mesh from previous repair remained intact. No obvious recurrence of hernia noted. Greater than 45 minutes was used to carry out laparoscopic lysis of adhesions. No other abnormalities noted in the peritoneal cavity. All trocars removed under direct vision. No active bleeding noted. Pneumoperitoneum was released. Fascia of the 12 mm port site was then closed with 0 vicryl in figure-of-eight fashion. Palpation noted closure to be adequate. Wounds were washed, dried and closed at the skin level with 4-0 monocryl in running subcuticular fashion. Wounds were again washed, dried and dermabond dressing placed.¿ ¿ (B)(6) 2015: specimen: ¿none.¿ relevant medical information: ¿ (B)(6) 2015: ¿monday started having more pain same place in abdomen, specifically with ambulation. No nausea. No vomiting. Tolerating regular diet, still having flatus and bowel movements. Pain progressed and presented to emergency department. Noted to have mild leukocytosis at 13,000. Repeat imaging again showed no cause for abdominal pain. No abdominal obstruction. No abscess. No free air. No free fluid. Consulted secondary to continued abdominal pain. No melena. No hematochezia. Some dysuria and dark urine. No other complaints.¿ ¿unremarkable except occasional chest pain, positive occasional dyspnea on exertion. Exam: unremarkable except abdomen: mild supraumbilical tenderness, left lateral incisions well healed. Impression/plan: recurrent abdominal pain, unknown etiology. Recent surgery secondary to similar complaints, underwent lysis of adhesions, laparoscopic repair. Did well and discharged.¿ ¿does not have an acute abdomen. Incisions well healed. Will obtain urinalysis to make sure does not have urinary tract infection. Start on cipro and flagyl for possible bacterial enteritis and cover possible urinary tract infection.¿ partial explant preoperative complaints: ¿ (B)(6) 2015: ¿presents with fairly severe diffuse abdominal pain and diarrhea beginning approximately 4 days ago. T-max [temperature-max] of 102.5. Lost 15 pounds over past week, decreased oral intake. No blood in stool, multiple bowel movements. Last screening colonoscopy at va [veteran affairs] approximately 5 years ago, told normal. Seen in emergency department (B)(6), had some abdominal pain at that time. Cat scan showed colitis and states put on probiotics. Symptoms never really resolved . Pain especially worse past 4 days. Pain 8/10. Here repeat CT of abdomen and pelvis showed probable colitis may involve entire colon particularly descending and rectosigmoid segments. Denies history of abdominal ischemia. Does not recall being on any other antibiotics. No history of inflammatory bowel disease. No family history of crohn¿s disease or ulcerative colitis. Admit for further workup and treatment.¿ ¿unremarkable except looks uncomfortable. Abdomen diffusely tender, positive bowel sounds. No acute peritoneal symptoms.¿ ¿ (B)(6) 2015: preoperative diagnoses: ¿clostridium difficile colitis, not responding to medical management. Worsening leukocytosis. Abdominal pain. Suspected early toxic megacolon.¿ partial explant procedure: diagnostic laparoscopy. Open total abdominal colectomy with end ileostomy. Lysis of adhesions greater than 30 minutes. Triple lumen catheter. Partial explant date: (B)(6), 2015 ¿ wound classification: not provided. ¿ procedure: ¿I used ultrasound to visualize the right internal jugular vein. ¿ right ij [internal jugular] vein was cannulated under ultrasound vision. Triple lumen catheter was then place vial [sic] seldinger technique. All ports aspirated dark non-pulsatile blood and flushed easily with saline. Central line was then sewn to the skin at 15 cm. Sterile dressing was then placed. Abdoment [sic] was then prepped and draped in normal sterile fashion. Starting in the left lower quadrant, a 2 cm transverse incision was made. Blunt dissection was carried out down to the fascia. Fascia was then grasped with a kocher clamp, brought up out of the wound and incised with metzenbaum scissors. Peritoneum was then grasped with kelly clamp, brought up out of the wound and incised with metzenbaum scissors. Entry into the peritoneal cavity was then confirmed with operator¿s finger. A 12-mm hasson cannula was then introduced into the peritoneal cavity. Pneumoperitoneum achieved with co2 insufflation, a total of 15 mmhg used for entire case. The patient tolerated the pneumoperitoneum well. Laparoscope was then introduced into the peritoneal cavity. Noted were dense intra-abdominal adhesions of the upper midline. There was previous mesh from hernia repair noted . Small amount of free fluid noted in the peritoneal cavity. There was an area of clear adhesions in the lower midline. Laparoscope was then removed. A generous midline incision was then carried out with #10 blade. Further dissection was carried out with bovie electrocautery down to the fascia. Fascia was then incised to the length of the skin incision. Exploratory laparotomy was then carried out. Dense adhesions from midline were then taken down slowly both bluntly as well as sharply with bovie electrocautery. Portion of the mesh was also removed that was densely adhered to the omentum. This was removed from the anterior abdominal wall. Attention was turned to the right colon. The entire colon was noted to be thickened. The adhesions noted in the upper midline over the transverse colon and them omentum. Greater than 30 minutes was used to lyse adhesions to allow mobilization of the colon from the anterior abdominal wall and the omentum. Attention was then turned back to the terminal ileum. Site of transection for total abdominal colectomy was decided upon terminal ileum. A window was created in the mesentery to the terminal ileum. Laparoscopic gia stapler was then used to transect the ileum at this area. Staple line remained intact, no leak of bowel contents and no active bleeding. Ligasure device was then used to carry out dissection through the mesentery. White line of toldt was then mobilized and taken down with bovie electrocautery as well as bluntly mobilizing the right colon. Dissection was carried out distally along the colon at the hepatic flexure. Dense adhesions were noted of the colon to the gallbladder fossa from previous surgery. The colon was slowly and meticulously dissected free mobilizing the hepatic flexure. Duodenum was identified and protected throughout the dissection. Dissection was carried out along the transverse colon. Lesser sac was then entered and mobilized. Transverse colon was further mobilized distally to the splenic flexure. Splenic flexure was then mobilized and taken down complete with bovie electrocautery as well as the assistance of the ligasure device. White line of toldt was then further mobilized along the descending colon and sigmoid colon. This mobilized the entire colon. Mesentery was then further transected with the ligasure device. This was carried out serially along the mesentery of the colon and dissecting distally down to the sigmoid colon. Sigmoid colon was further mobilized. Site of transection was decided upon where the tinea splayed on the rectum. Colon was then transected at this point with multiple fires of laparoscopic gia stapler with a 60-mm blue bowel load. The entire colon was then removed from the patient completing the total abdominal colectomy. Specimen was then passed off and sent for pathology. Staple line on the rectum noted to be intact, no leak of bowel contents and no active bleeding noted. The peritoneal cavity was then irrigated with copious amounts of warm saline solution. Irrigant ran clear and was suctioned from the patient. The terminal ileum was then brought up above the level of the skin to ensure there was no torsion or tension noted on the ileum for sire of ileostomy. The site of ileostomy was decided upon right lower quadrant through the rectus. Kocher was then used to grasp the skin at this area. Ileostomy was then created, dissecting the small circle of skin and subcutaneous tissue. The fascia was encountered and incised in cruciate fashion with bovie electrocautery. The rectus muscle was then spread then the peritoneum incised. The ostomy was then dilated with operator¿s finger x 2. The ileum was then brought out above the skin level through the ostomy site. This noted to lie in tension free fashion. There was no torsion or tension noted on the ileostomy. Peritoneal cavity was again irrigated with copious amounts of warm saline solution. Irrigant ran clear and was suctioned from the patient. The ng [nasogastric tube] was palpated within the gastric lumen. A 6-pack of seprafilm was then placed over the small bowel. Fascia was then closed with 0 pds in running looped fashion including the previous mesh that was incised for the exploratory laparotomy. Wound was then irrigated with copious amounts of warm saline solution. Irrigant ran clear and was suctioned from the patient. Skin was then closed with skin staples. A 4 x 4s and tape dressing placed. Attention was then turned to the ileostomy. Ileostomy noted to be pink and viable. Staple line was removed with bovie electrocautery. Hemostasis was checked and achieved. Ileostomy was then matured in brook¿s fashion with multiple 3-0 vicryl suture. The ileostomy was then digitalized with operator¿s finger below the level of the fascia. This was noted to be widely patent. Benzoin and ostomy appliance placed.¿ ¿ specimen: ¿total abdominal colectomy.¿ ¿ (B)(6) 2015: pathology: ? Diagnosis: ¿there is nothing here to indicate that this is other than an acute process. There is no indication of prior idiopathic inflammatory bowel disease and there is no indication of prior ischemic colitis. The histopathologic changes are certainly consistent with clostridium difficile pseudomembranous colitis.¿ ? Gross description: ¿10 cm colon segment with attached 8 cm distal small intestine, attached mesenteric fat, mesocolonic fat and portion of omentum. The serosal surface is diffusely tan dusky with focal gray fibrinous adhesions. Adherent to the colonic serosal surface is a portion of omentum containing diffuse fat necrosis with overlying pink-gray membranous tissue and 8 x 2.2 cm rim of gray synthetic membranous material containing numerous coiled staples. The colonic mucosa is diffusely pink-red, congested, edematous and granular with diffuse patchy green mucosal plaques. This mucosal process extends from the ileocecal valve to 2.5 cm from the distal colon margin. The cecum wall is thinned with areas of transmural congestion, but no perforation site grossly identified. No appendix is received with the specimen . The small intestine mucosa is uninvolved and unremarkable. Multiple nodes are recovered up to 1 cm.¿ relevant medical information: ¿ (B)(6) 2015: ¿follow up status post abdominal colectomy and end ileostomy secondary to clostridium difficile colitis. Recently admitted for acute renal insufficiency and dehydration. Discharged (B)(6) 2015. Doing well. Presents to talk about reversal surgery for ileostomy. E xam: abdomen: soft, nontender, well-healed midline incision. Ileostomy pink and viable with good output. No secondary signs of infection.¿ ¿ (B)(6) 2015: laparoscopic ileostomy takedown with low anterior ileocolostomy. ? Procedure in part: ¿entry of [sic] into the peritoneal cavity was then confirmed with operator¿s finger. A 12-mm hasson cannula was then introduced into the peritoneal cavity. ... Laparoscope was then introduced into the peritoneal cavity. There were some intra-abdominal adhesions of the small bowel to the anterior abdominal wall in the central abdomen as well as the end ileostomy in the right lower quadrant. Other trocars were placed in previously stated positions under direct vision. No active bleeding noted. Adhesions were then cleared with laparoscopic shears. The ileostomy was also cleared of all adhesions. Attention was then turned to the pelvis. The small bowel was the grasped and elevated up out of the pelvis. There were a few adhesive bands. These were then cleared with laparoscopic shears. The rectal stump was then identified. Staple line remained intact. At this time, ileostomy was then taken down. Skin was then incised circumferentially around the ileostomy with a #15 blade. Further dissection was carried out with bovie electrocautery. The ileostomy was then completely dissected free and elevated up out of the right lower quadrant. Small bowel was noted to be pink and viable, and the ileostomy was then transected with bovie electrocautery. Specimen was then passed off and sent for pathology. The small bowel was then sized with eea sizers to a 25 mm sizer. Eea stapler was decided upon 25 mm. Anvil of 25 mm eea stapler was then introduced into the small bowel and held in place with pursestring [sic] with a 2-0 prolene. No active bleeding noted. Small bowel was allowed to retract back into the peritoneal cavity. Fascia of the old ileostomy site in the right lower quadrant were then closed with 0 prolene in multiple figure-of-eight fashion. Palpation noted closure to be adequate. At this time, pneumoperitoneum was again achieved and laparoscope was reintroduced into the peritoneal cavity. Small bowel was then brought into tension free apposition with the rectal stump in the pelvis. There was no torsion or tension noted. A 25 mm eea stapler was then introduced through the staple line under direct vision. Primary low ileocolostomy anastomosis was then carried out with 25 mm eea stapler under direct vision. Stapler was then removed. There were complete anastomotic donuts noted. ¿ the anastomosis was noted to be widely patent. There was no tension or torsion noted on the anastomosis.¿ ... Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, part of the device remains in the patient and was not available for evaluation. The partial device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 10090807. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Please see all medical record information in the attached file. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A1: corrected patient identifier. H6: conclusion code remains unchanged.